Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain.

Event description:
Patient reported "very strong pain in the left breast," anxiety, "accommodation folds," and "thick cyst" on MRI. Patient representative reported patient "feeling depressed about all this," "lipodystrophy," "embarrassment and insecurity;" and "small amount of anechoic peri-implant fluid bilaterally" and "oval nodule" on ultrasound. The device has been explanted. The events of "feeling depressed about all this," "lipodystrophy," "embarrassment and insecurity," and "oval nodule" were determined to be not device-related.